Event description:
It was reported the patient had an infection in the distal catheter site area, which is where the healthcare provider (hcp) believed the infection was. No further details were provided regarding timeline or symptoms. It was noted it was thought the patient would be coming in to the facility on (B)(6) 2014 to have the device system removed. It was further reported they would be discontinuing intrathecal baclofen therapy on (B)(6) 2014 and the hcp conveyed concern regarding withdrawal; however there was no suggestion the patient actual experienced withdrawal. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).